Event description:
It was reported patient lost effective therapy due to high impedance on the lead. Surgical intervention was undertaken at unknown time wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Date of explant was requested but not received. Reporter phone number: (B)(6).